Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - capsular bag tear, posterior, vitrectomy, surgical procedures, sutures, surgical incision, enlargement of. No allegation against the device. (B)(4).

Event description:
The reporter stated that as the surgeon was injecting the cc4204a collamer single piece lens, into the eye the patient moved. Consequently, the capsule ruptured and the patient did not have any intraocular support to keep the lens in place. The lens was cut up into several small pieces for removal. The incision had to be widened for the replacement lens. Sutures closed the wound.